Event description:
Pt was having a laparoscopic hiatal hernia repair. The surgeon inserted the liver retractor and tightened the handle to make the retractor become rigid and in order to retract the liver. After approx 15 mins, the retractor lost its rigidity and uncoiled. Physician retightened handle, retractor responded by regaining rigidity and ability to coil. The retractor held for another 15 mins and became limp again. This happened 4 or 5 times and each time a threaded rod would advance out of the handle, coming out more each time until the instrument failed. The final time, the shaft of the instrument broke mid-shaft and multiple pieces fell over the operative field.